Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and due to gastrointestinal bleed. At some time, post filter deployment, it was alleged that the filter tilted and migrated to heart. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patent is unknown.

Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately ten years and four months post deployment, a computed tomography of abdomen and pelvis showed a fractured filter leg lies along the anterior aspect of the inferior vena cava, proximal to the filter. Filter retrieval procedure was planned. Fluoroscopy also showed that there was a filter leg just above the filter that had fractured and become embedded in the anterior caval wall. An endobronchial forceps was placed through the sheath and used to engage the filter tip. The filter was then sheathed, and it was removed from the patient. Attempts made to engage the embedded filter leg in the inferior vena cava. It could not be removed from the caval wall. Eventually, further attempts to remove the filter leg were aborted. Therefore, the investigation is confirmed for filter limb detachment. However, the investigation is inconclusive for filter migration and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.